Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported via nbir "capsular contracture, baker grade IV, suspected/actual rupture/deflation." This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported via nbir "capsular contracture, baker grade IV, suspected/actual rupture/deflation". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.